Manufacturer narrative:
This report is being submitted to reflect corrected information. Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event, as this component was not revised.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03861, 0001825034-2017-03863, 0001825034-2017-03864.

Event description:
It was reported a patient has been scheduled for hip revision due to unknown reasons approximately nine years post-op. No revision procedure has been reported to date.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information.

Event description:
It was reported a patient underwent a revision procedure approximately eleven years post implantation due to pain, discomfort, extremely elevated cobalt and chromium levels, and soreness. Notations of pseudotumor formation and elevated serum metal levels were noted. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.